Event description:
The pt reported that she was hospitalized on (B)(6) 2012 (exact time of hospital visit, admission diagnosis and treatment were all unreported). At 3:17 am on that day, her blood glucose measured 63 mg/dl. She ate about 20 grams of carbohydrate and took a 3.3. Unit bolus dose of insulin. At 8:23 and again at 8:25 am, her bg test results was "high" (>500 mg/dl). No treatment was reported at that time. By 10:50 am her bg had decreased to 299 mg/dl; and add'l 2.95 unit bolus was administered. The device was deactivated at 11:02 am. When she removed it she observed that the cannula was bent and full of blood. The device was discarded.

Manufacturer narrative:
The device was discarded and will not be returned for eval. We are unable to confirm the bent condition of the cannula or to determine if it could have contributed to the reported hyperglycemia and hospitalization. The pt also reported that the cannula was full of blood. This likely indicates that the cannula was inadvertently fired into a vein. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod's user guide warns "if you observe blood in the cannula, check your blood glucose more frequently to ensure insulin delivery has not been affected. If you experience unexpected elevated blood glucose levels, change your pod," "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones.' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones' reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia."